Event description:
A customer reported discrepant positive reactions in abo typing for a donor using mts anti-a, b (murine monoclonal blend) card sub lot 032122038-01 with their ortho vision ID mts analyzer and in manual technique. Date of events:(B)(6) 2022. Complainant/complaint reporter name: (B)(6) - laboratory technologist reagents: mts anti-a, b (murine monoclonal blend) card sub lot 032122038-01 (expiry 18 january 2023; manufactured (B)(6) 2022. Donor information: sample ID is (B)(6). Donor is blood group o. This issue was initially captured under qerts ci 511464 / ivd 511465 using mts anti-a, b (murine monoclonal blend) card sub lot 012522038-01, where the customer was complaining about discrepant positive reactions in abo typing for donor unit w22772200955800. The customer has continued testing with mts anti-a, b (murine monoclonal blend) card sub lot 032122038-01. The customer reported that, on (B)(6) 2022, they had tested the donor unit for abo forward typing using mts anti-a, b (murine monoclonal blend) card sub lot 032122038-01 in conjunction with their ortho vision ID mts analyzer and in manual method, and that they had obtained positive 1+ reactions on both occasions with the mts anti-ab(abo3) reagent. The customer stated that they had repeated testing for anti-a,b, anti-a and anti-b in tube testing and anti-a and anti-b in gel testing, for which they had obtained all negative reactions. No further detail was provided. The customer stated that the positive results were only obtained with anti-a,b in gel testing. The customer reported that no biased result had been reported to the physician. The customer reported that no patient/donor had been harmed as a result of the reported events.

Manufacturer narrative:
Mxp2458911 qerts# 512719 email address for contact office is: (B)(6). The customer reported they had processed quality control samples to validate mts technique and the results were as expected on the days of the reported events. The confirmation was not provided. The card storage conditions were provided and were found to be following ortho's recommendations. An order report from the customers ortho vision ID mts analyzer was provided and confirmed one of the discrepant positive reaction as reported by the customer. Confirmation for the manual positive reaction as reported by the customer was not provided. No further detail is available. Retain testing, batch record review, and complaint review by lot and master lot completed as requested: dra #512386 (retain testing) mts anti-a,b (murine monoclonal blend) card lot:032122038-01 performed as expected. Mts anti-a,b (murine monoclonal blend) card lot:032122038-01 gave expected results on both the vision analyzer and manual test methods using albaq-chek lot:v250434 (q2- group o) and mts 2 plus diluent lot:mdp210. All microtubes tested and results were negative as expected. No discrepant results seen in anti-a,b when tested with albaq-check group o sample. No customer return cards were received by mts. A total of 60 retention mts anti-a,b (murine monoclonal blend) card lot:032122038-01 were visually inspected, no defects were identified. Dra #512387 (batch record review) the device history record for this lot was reviewed and no discrepancies were discovered. All in-process and final release serological testing results were within specifications, including customer use provue and ortho vision testing results. All qc inspection records (packaging and gel card inspection documents) of this product lot indicated acceptable results; no gel card defects were identified during qc inspection. All ID-mts gel cards used during in-process qc testing passed the visual check performed by the serologist. Formulation stage batch record (lot 032122038) associated with this ID-mts gel card lot was reviewed and no discrepancies were discovered. The equipment area use log used during production of this lot was reviewed and no conditions or actions taken were found to directly contribute to this customer complaint. There were no product nonconformances related to this customer complaint. Date of fill: (B)(6) 2022. Expiry date: 18 jan 23 date released: (B)(6) 2022. Dra #512385 (complaint review by lot and master lot) the review of the worldwide complaint databases was performed for mts a,b (murine monoclonal blend) sub lot 032122038-01 through to 26 aug 2022. A total of two complaints was reported against this sub lot for falsepos through to 26 aug 2022. No trend for falsepos by sub lot was identified. For thoroughness, a complaint review was performed for all complaints against master bulk lot 032122038 through to 26 aug 2022. No additional complaint was reported against this master bulk lot for falsepos through to 26 aug 2022. No trend for falsepos by master bulk lot was identified. The assignable cause of the discordant positive reactions obtained with mts a,b (murine monoclonal blend) card could not be determined. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagent or analyzer to perform as intended. In mitigation of the discrepant positive abo forward typing results obtained by the customer, the product IFU states: -anti-a,b reagent agglutinates red blood cells possessing a and/or b blood group antigens. Group o red blood cells will not react with the reagent. In addition, anti-a,b is particularly useful in detecting some weak subgroups of a and b which may not agglutinate with anti-a or anti-b reagents. -the results of red blood cell grouping should be confirmed by reverse (serum) grouping, i.e., testing the individual¿s serum with known a1 and b red blood cells. -the use of the mts¿ anti-a,b (murine monoclonal blend) card may better detect these weak antigens. No further complaints of this type have been received from the customer site since the time of the reported events. Discordant abo typing results for one donor using mts a,b (murine monoclonal blend) with ortho vision ID mts analyzer and in manual method. The assignable cause could not be determined. No general product failure is identified. No biased result was reported to a physician. No donor / patient was harmed.